Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4), updated the IFU to reflect better). The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting clinical support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Actual device evaluated c91896; FDA 10 it was reported that the patient experienced a loss of power, power switching events and loose power port one (1) connector. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and serial port connector. In addition, the serial port cap was missing. This is an additional observation not related to the reported event and likely due to the handling of the device. Based on an investigation conducted under the supplier, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The controller did not have the smr software upgrade. Log file analysis revealed one controller power up with its associated motor start on 05/03/2017 at 19:06:18. The data point recorded before the controller power up revealed that battery bat303559 was connected to power port 1 with forty-eight percent (48%) relative state of charge (rsoc) and battery bat321447 was connected to power port two (2) with eighty-seven percent (87%) rsoc. The data point record after the controller power up revealed that battery bat306339 was connected to power port 1 with one hundred percent (100%) rsoc and battery bat321447 was connected to power port 2 with eighty-five percent (85%) rsoc. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Analysis of data log files revealed several premature power switching events due to communication errors between the controller and batteries. The most likely root cause of the reported power switching can be attributed to a communication errors between the controller and batteries. Heartware has opened an internal investigation to address communication errors on non-smr controllers. An internal investigation has been opened by the supplier to address loose connectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in process.

Event description:
It was reported by the patient that, a couple of days ago, there was an alarm where the battery fuel gauges on the controller turned red and the screen went blank. This alarm occurred even though the fuel gauges on the batteries were full. The patient also reported noticing power switching events over the past week. The patient also admitted to gluing power port one back onto the controller housing after they noticed it had come loose. Log files confirmed a controller power-up and associated motor start on (B)(6) 2017 at 1906. The controller was exchanged and the patient tolerated this well with minimal pump off time. No further information is available.